Event description:
It was observed during the device inspection, that the colono viedo scope exhibited a jet tube clogged with foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed white foreign material, possibly an anti-foaming agent including simethicone remained in the channel, but the type of the material or root cause was not conclusively identified. The event can be detected/prevented by following the instructions for use which state: instructions operation manual for gif/cf/pcf-290 series chapter 4, ¿operation¿ section 4.2, ¿insertion¿ ¿air/water feeding and suction¿ ¿ auxiliary water feeding¿. Warning: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.